Event description:
Customer reported experiencing inaccurate low results with a fasttake meter. Their blood glucose result was 116 m/dl and the lab was 157 mg/dl. Tests were done within 10 minutes with a difference of 26%. Pt did not experience any adverse events.